Event description:
Two falsely elevated ctni results of 1.26 ng/ml were obtained. The results were not reported to the physician. The same specimens were tested on the same analyzer and ctni results of 0.08 ng/ml and 0.41 ng/ml were obtained. Pt treatment was not proscribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni results. Analysis of instrument data indicated contamination from the probe or wash drain was the probable cause of the incident.